Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that during a stenting procedure, a xience prime stent delivery system (sds) was advanced to the lesion without difficulty. The balloon was inflated to 12 atmospheres for four inflations and there was a hole found in the balloon. The xience prime stent was deployed, but not fully apposed to the vessel wall. The xience prime sds was removed and an unspecified non-compliant balloon was used to fully appose the stent to the vessel wall successfully completing the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Serial number corrected from (B)(4). The device was returned for evaluation. Difficult to deploy/partial apposition could not be replicated in a testing environment as it was based on operational circumstances. Balloon leak/rupture was confirmed. Based on visual, functional, and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Sem lab results revealed that the rupture may be attributed to mechanical damage noted on the outer surface of the balloon. Based on the information reviewed, there is no indication of a product deficiency.